Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On 7/18/2019, photo evaluation was completed. The implant was sent for analysis under tracking number (B)(4), however it was lost before the analysis could be performed, an internal corrective action was created to further investigate the cause of the lost. Since the device is not available no tests can be performed, and no determination of possible contributing factors could be made, however a picture is available and the rupture could be confirmed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: bilateral deflation and bilateral capsular contracture; baker grade IV on her right side, and baker grade iii on the left. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate profile and was presented with bilateral deflation and bilateral capsular contracture; baker grade IV on her right side, and baker grade iii on the left. As a result, patient underwent explantation and replacement on (B)(6) 2017 with catalog number 3504254bc; serial number: (B)(4) on the left side and with catalog number 3504254bc; serial number: (B)(4) on the right side. This report is for the patient¿s right-sided device.